Event description:
It was reported to philips that the device gave a remote alert indicating an issue with the device's disk bay, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the disk space was low. To resolve this issue, fse replaced the disk bay. The same issue reoccurred, where the fse replaced the hard disks. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.